Event description:
During lavh (laparoscopic-assisted vaginal hysterectomy), the tip of the double action grasper broke off inside pt. Broken piece was retrieved. Intra-operative x-ray of abdomen x2 negative for retained foreign body.